Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose (bg) on (B)(6) 2026. The blood glucose was 300 mg/dl and was treated with insulin via pen. No further information available.